Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Event description:
It was reported that piston ventilation movement stopped for four minutes during operation. The user had to change ventilation mode to manual spontaneous mode, at a simultaneous time the xgm gas bench had a co2 dropout of waveform and numerical data.

Manufacturer narrative:
The logfile has been provided for further analysis. Based on the logfile the reported event could be reconstructed. It could be seen that the device detected no movement for the piston at multiple occasions and issued the corresponding alarm message no ventilator movement to alert the user. These entries are in context with the reported symptom ¿piston ventilation movement stopped¿. When no inspiratory effort is detected, mandatory breaths are delivered at the set minimum respiratory rate rrmin (default settings 6-15 depending on the patient category). The log analysis shows that the ventilator stopped in pressure support ventilation because, the rrmin (=minimum respiratory rate at which supported breaths are applied in pressure support mode) was adjusted to off. Therefore, the described symptom "piston ventilation movement stopped" was caused by the adjustment of the user. No technical malfunction found. There was no problem with the gas measurement found. A nonfunctional ventilator is detectable during the daily atlan system test. During therapy, alarms are generated by the device optically and acoustically. The device alarms ventilator failure with the highest alarm priority. In this state, manual ventilation via the manual ventilation bag can take place immediately (spontaneous breathing is also possible). The user is informed on the screen to confirm the change of therapy. Based on the investigation results, there was no device malfunction during the event. The device behaved according to the settings and no machine-side breaths were triggered (rrmin) as this was off.

Event description:
It was reported that piston ventilation movement stopped for four minutes during operation. The user had to change ventilation mode to manual spontaneous mode, at a simultaneous time the xgm gas bench had a co2 dropout of waveform and numerical data.

Event description:
It was reported that piston ventilation movement stopped for four minutes during operation. The user had to change ventilation mode to manual spontaneous mode, at a simultaneous time the xgm gas bench had a co2 dropout of waveform and numerical data.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.